Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded/damaged at 18.5 cm from the connector pin. The distal coil was exposed at the same location and came in contact with the device can resulting in a capture anomaly. Abrasions are indicative of exposure to constant friction with another implantable device.